Event description:
It was reported to philips that the live monitor could not display images. The device was inside of clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the live monitor. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the live monitor cannot display images. Upon troubleshooting fse found that the power is working fine, but the screen is total black; root cause should be the defective backlight strip inside the screen. To resolve the issue, fse replaced the monitor. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.